Manufacturer narrative:
The accounts maintenance indicated the staff had bed exiting armed at the time and the pt moved to the foot of the bed and climbed over the foot board. He said that he has tested all three modes of operation and they work fine. He indicated the staff should have used position mode. Then when pt moved to foot of bed they would get the alarm sooner. User manuals were sent to the account. Info in the complaint would suggest the bed exit alarm was not zeroed which could cause the delay of the alarm. The careassist user manual indicates: the bed exit alarm system must be zeroed before the pt is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before you zero it.

Event description:
Info received indicates the bed alarm was set on a client; and the alarm didn't ring until the client was out of bed and on the floor. This fall resulted in a hip fracture. The bed sensors appear to not be sensitive to the client's movement. This was reenacted by staff to prove that the bed alarm was malfunctioning. There was a delay of 8-25 seconds range before the first and second setting on the bed alarm. Other beds appear to be functioning properly in the same room.